Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the blade exhibited mechanical indentations. The instrument was placed on in-house da vinci robot system to perform a latex cut test. The mcs scissors could not cut clean through 0.006 latex. The latex got snagged at scissor's tips. The blade edges were damaged and edges exhibited wear at the tips, negatively affecting cut performance. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additional observation not reported by site was pad printing damage. The instrument tube extension exhibited a gash approximately 0.753 in length from the proximal clevis interface down to the main tube. Failure analysis concluded that damage was likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a reportable event; however, the pad printing removed damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted dull scissors while using the monopolar curved scissors (mcs) instrument. No patient harm, adverse outcome or injury was reported.